Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-02339. The pt received two 3161 model leads (off-label) from the same lot number, and two 3166 model leads (off-label) from the same lot number. It was reported the pt had consulted with her physician regarding an alternative therapy to manage her migraines because her scs stimulation was not helping enough. The pt underwent a nerve decompression procedure. The physician explanted all four of the patient's leads. However, the patient's scs ipg and extensions were left implanted. There was no known deficiency of the ipg or extensions. In addition, the physician noted during the procedure the leads were "damaged". It is undetermined what the physician meant by the lead being "damaged".